Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or insufficiency. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic mitral valve, implanted for 16 years, underwent a valve-in-valve procedure due to degeneration leading to severe mitral stenosis and moderate mitral insufficiency. A tmvr was performed using an edwards transcatheter heart valve. Post valve deployment, there was no significant paravalvular leak between the two bioprosthesis. A mild paravalvular insufficiency was noted around the pre-existing surgical mitral valve at the beginning of the case. The patient was transferred to the cardiac ICU for post procedure care. The patient was discharged home on pod #3.